Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing after loading multiple cartridges. Reportedly, the customer performed the fill tubing process to remove the air bubbles from the tubing and insulin delivery was resumed. While troubleshooting with tandem technical support, it was discovered that the customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 100-200 mg/dl.